Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th may 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during rotator cuff repair procedure on (B)(6) 2025. The procedure was successfully completed by using a new ar-1927bcf-45. No fragments were left in the patient. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bcf-45, serial/batch (B)(6) was received for evaluation. Functional testing was not performed because the device was received damaged. Visual inspection revealed that the anchor/implant was fractured at the distal end and warped at the proximal end. These signs of excessive force were most likely due to improper bone preparation and/or misalignment during insertion. The complaint allegation was confirmed.